Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product serial number is unknown.

Event description:
It was reported that there was a set screw malfunction. It was also noted that there was an inability to implant due to a product malfunction. No other information at this time.